Event description:
The complainant alleged that while using the device it intermittently would display a "check pads" message. The complainant indicated this happened while using a pair of non-zoll electrodes but the malfunction disappeared when they changed to another brand of electrodes. The customer did not indicate if the device was in use on a pt or not at the time of the reported malfunction.